Event description:
It was reported the patient was scheduled for a implantable neurostimulator (ins) replacement/revision. It was stated the last time the patient felt stimulation was unknown. Additional information received reported the patient had an x-ray performed to see what type of lead the patient had. It was noted the implantable neurostimulator (ins) was replaced because the battery was at end of life (eol). It was noted the patient was doing well with good coverage.

Manufacturer narrative:
(B)(4).